Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause was not determined. Actions/interventions performed included they were going to reduce the daily dose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported that the patient was in the intensive care unit (ICU) experiencing overdose symptoms. The patient rep stated that patient had been given 5 rounds of narcan and they needed to have the pump turned off. The patient rep stated that this also happened to the patient in august. Additional information was received from the company representative (rep) stating that the patient was refilled last week and thought on (B)(6) and approximately 18 hours later patient started having overdose-type symptoms. There was no dose change at the time of refill. Originally the healthcare provider (hcp) thought the patient might have had an infection but ruled that out and now thought a different concentration might have inadvertently been put into the pump. At this point the drug in the pump had not been tested to determine the concentration. The hcp did a dye study and did not find any issues and the pump was aspirated and contained the expected volume. There were no unexpected logs found when the pump was read so at this point the hcp did not think it was a pump issue.